Event description:
During product evaluation, the pump failed a pre-accuracy test for underinfusion on channel b. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary: the condition of a failed accuracy test for underinfusion on channel b was confirmed during product evaluation. This event was caused by a faulty pump head mechanism on channel b. The pump head mechanism on channel b was replaced.